Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotablator guidewire fractured. The wire fractured when the physician attempted to run the 1.5 burr on this wire outside of the pt's body. The wire had no contact with pt. No pt injuries or complications were report. Pt status is reported as 'good'.